Manufacturer narrative:
Device evaluation: a record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for catalys system (s/n (B)(4)) showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
A cataract patient experienced loss of epithelial and post op visual acuity was 20/100. After a catalys laser procedure, the treating surgeon observed under a microscope several bubbles under the epithelium adjacent to the lri (limbal relaxing incision). This separated almost half of the epithelium from the basement membrane. The intraocular lens was placed, and the procedure was completed. The treating surgeon¿s comments were that he was new user to the catalys system and is accustomed to the competitor¿s laser system. It was also mentioned he was unable to use ora [ocular response analyzer] to help with decision of lens due to the epithelium loss.